Event description:
The device gave me false readings which led to making me think my sugar was low. It was high over 530. I got really sick which made my sugar even higher. I have 2 devices both did the same thing. Alarm went off non-stop. Pt code: 1905. Device code: 1535. Ref report: mw5180000.